Manufacturer narrative:
Follow-up #1: date of submission: 10/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: during investigation, the pump was powered on to a clear lit display. The original complaint of a line through the display could not be duplicated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.